Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to open the compressor housing and inspect the circuit printed circuit board (pcb). The customer reported that there was a dark spot on the pcb. Tse recommended to replace the compressor pcb and the solenoid as a precaution. The user facility confired the device repair is in progress. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a burnt smell and the compressor would not run. The ventilator was not in use on a patient at the time the malfunction occurred.